Event description:
It was reported that during a vl procedure, the clips ejected and did not close. They remained open or they fell open. Used another device to carry out the case. No adverse patient consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.